Manufacturer narrative:
Concomitant medical products: dtma1qq crt-d, implanted: (B)(6) 2019 .5076-45 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant there was question if there was capture on the left ventricular (lv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further clarified that there was loss of capture on the lv lead and the lead was reprogrammed.